Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was found having a seizure by his wife. The patient¿s wife called emergency medical services (ems). It was unknown what the patient cgm reading was prior to the patient¿s seizure as well as, during the patient¿s seizure. No bg meter reading was taken. Once ems arrived, a bg meter reading was tested but the value was not shared with the patient¿s wife. She was also unsure of any medications or treatment ems may have provided the patient. The patient was transported to the emergency room (ER). At the emergency room, the patient had another seizure and was treated with an unspecified anti-seizure medication. After the seizure, the patient¿s bg meter reading was 202 mg/dl and the cgm was reading 232 mg/dl. No further medication or treatment was provided to the patient as they were ¿happy¿ with the patient¿s manual bg meter reading at this time. The patient was discharged home around 6pm on (B)(6) 2025 (more than 24 hours). The patient was feeling ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was found having a seizure by his wife. The patient¿s wife called emergency medical services (ems). It was unknown what the patient cgm reading was prior to the patient¿s seizure as well as, during the patient¿s seizure. No bg meter reading was taken. Once ems arrived, a bg meter reading was tested but the value was not shared with the patient¿s wife. She was also unsure of any medications or treatment ems may have provided the patient. The patient was transported to the emergency room (ER). At the ER, the patient had another seizure and was treated with an unspecified anti-seizure medication. After the seizure, the patient¿s bg meter reading was 202 mg/dl and the cgm was reading 232 mg/dl. No further medication or treatment was provided to the patient as they were ¿happy¿ with the patient¿s manual bg meter reading at this time. The patient was discharged home around 6pm on 11/25/2025 (more than 24 hours). The patient was feeling ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
. .

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was found having a seizure by his wife. The patient's wife called emergency medical services (ems). It was unknown what the patient cgm reading was prior to the patient's seizure as well as, during the patient¿s seizure. No bg meter reading was taken. Once ems arrived, a bg meter reading was tested but the value was not shared with the patient's wife. She was also unsure of any medications or treatment ems may have provided the patient. The patient was transported to the emergency room (ER). At the ER, the patient had another seizure and was treated with an unspecified anti-seizure medication. After the seizure, the patient's bg meter reading was 202 mg/dl and the cgm was reading 232 mg/dl. No further medication or treatment was provided to the patient as they were "happy" with the patient's manual bg meter reading at this time. The patient was discharged home around 6pm on (B)(6) 2025 (more than 24 hours). The patient was feeling "fine" at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.